Event description:
Consumer reported when she removed the needle shield, the needle and hub separated and is stuck inside the needle shield. Stated, there is no expiration date on the bag she's using and does not know how old the syringes are. 1 syringe affected. Lot: 0083446. Catalog: 328509. Date of event: 2023-12-26. Sample: yes cl.